Event description:
Solicited: patient stated she has pain when injecting acthar and is requesting a smaller needle. No further information. Patient stated the "25g x5/8 inch needle" is painful and is requesting a smaller size- "27g x1/2 inch" no additional details or dates were reported. Indication: polymyositis, organ involvement unspecified. Reported to (B)(6) by: patient/caregiver.